Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('irregular bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, menorrhagia, morbid obesity and fibrosis. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), constipation ("constipation"), abdominal pain lower ("cramps"), dizziness ("dizziness"), fatigue ("fatigue"), headache ("headaches for months"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain with intercourse") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (tlh, right salpingectomy, removal of the left proximal fallopian tube and endometrial ablation.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, constipation, abdominal pain lower, dizziness, fatigue, headache, vaginal discharge, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, constipation, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('irregular bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, menorrhagia, morbid obesity and fibrosis. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), constipation ("constipation"), abdominal pain lower ("cramps"), dizziness ("dizziness"), fatigue ("fatigue"), headache ("headaches for months"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain with intercourse") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (tlh, right salpingectomy, removal of the left proximal fallopian tube and endometrial ablation.). Essure was removed on (B)(6)2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, constipation, abdominal pain lower, dizziness, fatigue, headache, vaginal discharge, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, constipation, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: the case becomes serious incident. Mr received. Reporter information , patient details , other relevant history , date explanted added and product removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.